Manufacturer narrative:
An event of a degenerative valve and patient death due to cardiogenic shock was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. In (B)(6) 2020, the patient presented to the hospital with a degenerative valve. On (B)(6) 2020, the patient passed away due to cardiogenic shock. Additional information was requested, however is unavailable.